Manufacturer narrative:
(B)(4).

Event description:
Skip to navigation skip to main content: complaints, complaints, press spacebar to reorder, home, tasks, complaints, medical reviews, mdrs, mirs, canada vigilance reporting, other regulatory reports, investigations, group, dashboards, reports, complaint, complaint (B)(4). Path attachments: no attachments available! Tabs, details, patient/reporter information: audit trail: no of days for decision tree: 0. Dt completion date: (B)(6) 2022. Complaint no: (B)(4). Classification code: (B)(4). Classification code description: loss of connection. Source: phone. Osvc ID number: (B)(4). Osvc reference number: (B)(4). Osvc created by: (B)(4). Record category: complaint. Region : north america. Group : north america - 115. Psr : psr. Owner : (B)(6). Status : review. Record type: complaint. Pending medical review: pending medical review. Pending decision trees: pending decision trees. Pending dev investigation: pending dev investigation. Pending har: pending har. Pending update request / task: pending update request / task. Update request status: no update request. Country of purchase: united states. Country of incident: united states. City of incident: na. Reporter organization: na. Distributor unique complaint no (ducn) : na. Distributor complaint date. Files added to complaint: file name: mailsent.pdf. Patient birthdate: (B)(6) 1947. Patient weight: 256 lbs. Age at the time of event: 75. Reporter type: patient. Pediatric or adult: adult. Age unit: years. Serious adverse event information: (0). Event description: patient reported signal loss over 1 hour. Conclusion: as per pt he rebooted the rcvr and the same error message "signal loss". Pt also replaced the sensor as advised by previous rep. According to pt still the same message afterwards "signal loss". Sent tx and sensor replacement, sent rga kit. Alert date: 7/20/2022. Event date: (B)(6) 2022. Date sensor inserted/applied: was IFU followed? Na. Patient took apap/acetaminophen? Na. No of days since opened: 26. Download identifier: download identifier type: is patient using a receiver,mobile,both? Receiver. Is the date exact or approximate? Exact. Insertion site: na. Death reported: death reported. Date of death. Medical intervention/serious injury: medical intervention/serious injury. Rga created? Yes, the product is able to be returned. Rga reference number: (B)(4). Rga follow up completed? Yes. Troubleshooting questions: (6+). Navigation mode: pq no. Question. Answer. (B)(4). Justification. Data manager not used: (B)(4). Was the patient's transmitter successfully paired to the receiver or smart device prior to signal loss? Yes. (B)(4). Transmitter warranty expiration date: 2022-09-29. (B)(4). What was displayed before? Signal loss. (B)(4). Did the signal return or is signal loss still displayed? Signal returned. (B)(4). Is the bluetooth icon blinking or solid? Solid. View all troubleshooting questions. Product line: stt-om-001. Product line description: g6 medicare transmitter kit, dexcom transmitter sub-componenttransmitter sub-component g6 transmitter: 9445-24. Receiver serial number: na. Product generation: g6. Lot number: 5302713. Ncmr details: no ncmrs associated with the product. Manufacturing date: 1/8/2022. Expiration date: 1/7/2023. Transmitter serial number. (B)(4). Category: transmitter. Product registration: stt-om-001. Additional product information: (0). Data analysis summary: no data related to issue was provided. Allegation confirmed by data: undetermined. Data analysis status: no download identifier provided. Platform data source: na. Data available? No. Manufacturer's narrative: it was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.